Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8015999. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for adhesive on cannula. Investigation conclusion : bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description : root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale : based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (10) 3/10cc, 8mm, 31g syringes in a sealed poly bag from lot # 8015999. Customer states that a clear liquid was seen coming out of the syringe when pressing the plunger before inserting into the vial. All returned syringes were examined and no liquid or any other foreign matter was observed in or on the samples. All samples were also tested and no liquid or any other foreign matter came out of the cannula when the plunger rod was fully depressed. A review of the device history record was completed for batch# 8015999. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were four (4) notifications [200742848, 200740241, 200736734, 200733781] noted that did not pertain to the complaint. There was one (1) notification [200733431] noted for adhesive on cannula. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had foreign matter. No serious injury or medical intervention was reported.